Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2023).

Event description:
It was reported that prior to a biopsy procedure, the foreign material was present inside the package. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, a foreign material was allegedly present inside the probe. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was provided for review. Photo shows the encor needle where the aperture was in closed condition. The photo shows some white bead like material present in the body of the aperture (of the needle). Therefore, based on the photo review, the reported failure foreign material can be confirmed. Therefore, the investigation for the reported foreign material is confirmed as there were proper evident provided. One encor biopsy probe was returned for evaluation. On visual evaluation, the device appeared to have residue throughout and it was noted that there was unknown material near closed aperture. Due to the condition of the device, functional testing was not performed. Therefore , the investigation for the reported foreign material is confirmed as there was foreign material was noted on the aperture cutter. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023), g3, h2 h11: b5, h6 (method) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. Photo shows the encor needle where the aperture was in closed condition. The photo shows some white bead like material present in the body of the aperture (of the needle). Therefore, based on the photo review, the reported failure foreign material can be confirmed. Therefore, the investigation for the reported foreign material is confirmed as there were proper evident provided. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the foreign material was present inside the package. The procedure was completed using another device. There was no patient contact.